Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2015 the cannulated screws were placed. Post-operatively the patient complained of increased pain in the right leg; it was reported the patient also experienced post-operative infection; it was realized that the screws were broken and loose. On (B)(6) 2015, the patient was re-operated for remove the cannulated screws. It was reported that for the most part the screws were removed without complication. It was reported that some of the broken screw thread remain in the ankle. This will be removed in a second surgical procedure for the revision of arthorodesis. There was no surgical delay noted for the revision procedure. It was reported the infection was treated with antibiotics. The provided x-rays were reviewed by the manufacturer: it was noted that there appears to be one broken cannulated screw ¿ and the broken piece has remained in the patient. Also another screw appears to have backed out on one of the images. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 02september2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the product was returned in a plastic bag, different from the original packaging. The screw is broken. The threaded part of the screw was not returned. There are traces of utilization at the hex head visible. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The certificate of the material was inspected with the result, that it meets the specification. The diameter of the screw and the dimensions of the drill hole were evaluated and fulfil also the specifications. Based on these investigations, the complaint is rated as confirmed but as not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Part of device remains in patient; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.